Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vh-2111 eye piece cracked. This was noticed upon opening the package. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the inner part of the black eye piece was broken/cracked. Additionally, there was foreign matter on the inside of the lens. Sent to (B)(6) on (B)(6), 2010 - complaint confirmed. Damage to eye piece most likely due to mishandling. No foreign matter inside of lens noted. No defect in material or workmanship noted. Device shows signs of normal wear and tear. Internal file number - (B)(4).